Manufacturer narrative:
As a result of further investigations, it was revealed that the parts/components the patient accidentally ingested were not only a screw shaft assy and an end cap, but also a rubber cup. Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. The returned device had the end cap, screw shaft assy and rubber cup missing. These activities are described in more detail below. Nakanishi examined the device history record for the subject ar-y(s) device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed accumulation of dirt on the adjust gear, inside the head, in the thread of the end cap. Nakanishi took photographs of all the inside parts mentioned above and kept them in a file. Nakanishi reviewed the repair history of the device involved in the event. There was no repair record in about 5 years and 4 months since the device was purchased. Nakanishi made a phone call to hear the situation from the dentist, and found out that the dentist had not understood that the end cap may loosen and needs to be tighten with a cap wrench. Nakanishi reviewed the documents supplied with the device including the operation manual, accompanying documents, etc. To see if the adequate information and instruction is included in the documents. Nakanishi confirmed the sufficient information and instructions about prior-to-use checks and periodic maintenance to prevent the end cap loose in the labeling review. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of rubber cup coming off was due to loose by vibration resulting from age-related deterioration. Nakanishi also identified that the cause of end cap and screw shaft assy coming off was due to failure to check the connection periodically between the end cap and the handpiece as defined in the operation manual and the accompanying document. The dentist lacked recognition of the end cap characteristic causes failure of periodical check of the end cap, which cause the parts/components coming off. In order to prevent a recurrence of the bur coming off, nakanishi took the following actions. Nakanishi first reviewed the operation manual and the accompanying documents again and ensured clarity, understandability and feasibility of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the user of the importance of the periodical check as instructed in the operation manual and the accompanying document .

Manufacturer narrative:
Nakanishi tried to collect the patient information, however could not obtain the exact number of patient's weight. Only the information nakanishi obtained about the body size is medium-sized build. (About 170 centimeters). With respect to evaluation results of the device, nakanishi will report it as soon as the evaluation is completed.

Event description:
On (B)(6) 2015, nakanishi received a phone call from a distributor saying that during tooth cleaning, the screw shaft assy and the end cap had come off of a handpiece and a patient had accidentally swallowed them. Details are as follows. The event occurred on (B)(6) 2015. The dentist was cleaning the patient's teeth with the handpiece. The handpiece that the dentist used is a 2-piece device of ar-y(s) (head) and er4 (shank). After the accidental ingestion, the dentist advised the patient to have an x-ray taken at an (B)(6). On (B)(6) 2015, the patient called the dentist and said that the patient had no health problems and did not go to the clinic for x-ray.